Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that a complete charge lasted for only like 2 days. The patient was always wearing the charging belt now. The patient reported that it started months ago, in 2019. The patient had not had his settings changed. The patient didn¿t have any overdischarges. The patient reported that it discharged but he didn¿t leave it dead for a long time because he could feel it the second it died, the pain started shooting through more and he was instantly reaching for his charging belt. No further complications were reported.